Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with far r wave oversensing leading to inappropriate automatic mode switch (ams). No changes were reported. There were no patient consequences.